Manufacturer narrative:
Results and conclusion summation - balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The lesion was mildly tortuous, mildly calcified and 90% stenosed, which may have contributed to the difficulties experienced. It is possible the balloon material was damaged during interactions with other devices or the tortuous and calcified lesion, such the balloon ruptured upon inflation. Unfortunately, without the device to examine, no conclusive root cause for the reported balloon rupture can be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager balloon ruptured during the first inflation at 6-8 atm. Reportedly, there were no patient effects. No additional event or patient information is available.